Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). Also during the procedure there was coronary spasm noted that was treated. The patient is a (B)(6) woman with a history of stable angina, recent mi on (B)(6), 2010, pci on (B)(6), 2010, peripheral artery disease, dyslipidemia, hypertension and former smoking who presented for a staged intervention due to fatigue, right-sided chest pain, a 90% stenosis with timi 3 flow in the proximal right coronary artery (rca) and a 90% stenosis with timi 3 flow in the mid rca. On (B)(6), 2010, the patient underwent the staged index procedure with treatment of two target lesions. The first target lesion was treated with pre-stent balloon angioplasty and placement of a cypher (cxs28300/ lot 15068667) stent in the mid rca. The second target lesion was treated with pre-stent balloon angioplasty and placement of a cypher (cxs28250/ lot 15079745) stent in the proximal rca overlapping the stent in the mid rca more proximally and followed by post-stent balloon angioplasty. The angiographic core lab reported on a lesion in the proximal rca a 32% final residual in-lesion stenosis with no dissection, timi 3 flow, total number of stents placed was two and the comment "successful pci of proximal to mid rca (2 stents with overlap)." The site reported that the procedure was complicated by coronary spasm which was treated with intracoronary ntg. Pre-procedure on (B)(6) 2010 at 06:25, the ck was 44 (nl 215, ratio <1), the ckmb was <0.5 (nl 3.6, ratio <1) and the troponin I was <0.04 (nl 0.10, ratio <1). Post-procedure on (B)(6) 2010 at 18:05, the ck was 33 (ratio <1), the ckmb was 0.7 (ratio <1) and the troponin I was 0.10 (ratio 1). On (B)(6) 2010 at 05:17, the ck was 78 (ratio <1), the ckmb was 5.3 (ratio 1.47) and the troponin I was 0.77 (ratio 7.7). The ECG core lab reported no new st-t abnormalities and no new q waves. The post-procedure course was uncomplicated and the patient was discharged the next day on dual antiplatelet therapy. The cec adjudication committee reviewed the information and agreed that the patient had suffered a peri-procedure myocardial infarction. The cypher stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The complaints of angina and vascular spasm were investigated, and there is no evidence to suggest there were any manufacturing issues that contributed to the reported event. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that patient factors may have contributed to the reported events. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00356 and 3003742446-2012-00357.

Manufacturer narrative:
The site reported that the procedure was complicated by coronary spasm which was treated with intracoronary ntg. The post-procedure course was uncomplicated and the patient was discharged the next day on dual antiplatlet therapy. The cec adjudication committee reviewed the information and agreed that the patient had suffered a peri-procedure myocardial infarction. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00356 and 3003742446-2012-00357.

Event description:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural myocardial infarction (mi). Also during the procedure there was coronary spasm noted that was treated. The patient is a (B)(6) woman, with a history of stable angina, recent mi on (B)(6) 2010, pci on (B)(6) 2010, peripheral artery disease, dyslipidemia, hypertension and former smoking who presented for a staged intervention due to fatigue, right-sided chest pain, a 90% stenosis with timi 3 flow in the proximal right coronary artery (rca) and a 90% stenosis with timi 3 flow in the mid rca. On (B)(6) 2010, the patient underwent the staged index procedure with treatment of two target lesions. The first target lesion was treated with pre-stent balloon angioplasty and placement of a cypher ((B)(4)/ lot 15068667) study stent in the mid rca. The second target lesion was treated with pre-stent balloon angioplasty and placement of a cypher ((B)(4)/ lot 15079745) study stent in the proximal rca overlapping the stent in the mid rca more proximally and followed by post-stent balloon angioplasty. The angiographic core lab reported on a lesion in the proximal rca a 32% final residual in-lesion stenosis with no dissection, timi 3 flow, total number of stents placed was two and the comment "successful pci of proximal to mid rca (2 stents with overlap)."